Manufacturer narrative:
In the case description, the user states the charger melted into the charging port of the controller. The device was returned for investigation. Inspection of the device found evidence of exposure to thermal energy as the charger had melted into the port of the device. The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cord melted into the charge port.